Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received with the top of the I-blade fractured and slightly lifted. In addition, the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. In addition, no I-blade pieces were found missing under microscope inspection. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the blade of the device jammed because the jaw was out of alignment after bite of the tissue. There was tissue in the jaw and the jaw could not be opened because of the jammed blade. The tissue was surrounding the jaws was removed with an ees scissor. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.